Event description:
The customer reported the "interface screens flashing and alarming. System then turn off. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated a cable connector. The system operates as intended.